Event description:
It was reported that the patient presented at clinic for an insertable cardiac monitor (icm) implant procedure. During the procedure, the icm exhibited bluetooth telemetry loss and no magnet response. Following multiple attempts and use of the interrogate monitor button, the telemetry issue was successfully resolved. The patient remained stable.